Event description:
A customer observed non-repeatable falsely elevated results on three samples, using vitros immunodiagnostics product troponin I es reagent on an the vitros eciq system. A repeat assessment of the samples reported lower results. The falsely elevated results were not reported. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics, inc.

Manufacturer narrative:
Investigation into this event included evaluation of instrument datalogger filed. The data logger files found analyzer issues involving the signal reagent and reagent metering systems. A field engineer made repairs to the instrument and optimized analyzer adjustments. The instrument was verified to be performing according to expectations after service. The root cause of the event was instrument related.